Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: date of event: unknown. Patient information: no patient information is available. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed 1,152 units in the market. There are no units in stock in the warehouse. Received two open and unused sutures and 33 closed samples. The samples received have not any damage in the thread surface in the area informed by the user. For your information, the thread ends where the needle is attached are treated for a better attachment with the needle. This treatment, in this case, is a thermal treatment in an area near to the needle attachment. When the suture is extracted from the pack, the suture area that goes below the flat of the support cardboard. Therefore, we can see a difference of color between a piece of thread without thermal treatment and with thermal color . This situation does not affect the properties and functionality of the product. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Also tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident was taken in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional to the company sales representative."in the hospital it was noticed that the thread seems to be damaged about 1,5 cm from the needle attachment."